Event description:
A lesion in the distal sfa was treated using the jetstream g2 device. Multiple passes were made in the minimum diameter mode and two passes were made in the maximum diameter mode. An angiogram was taken after treatment with the jetstream g2 device. However, the pt moved making it difficult to read the image. After treating the lesion in the sfa, the silverhawk atherectomy device was used in the tibial arteries. Subsequently, a non-flow limiting dissection was noted and was successfully sealed with a balloon. The physician was unable to determine with certainty if the dissection was caused by the jetstream g2 or the silverhawk device.

Manufacturer narrative:
The jetstream g2 catheter was discarded after the procedure and therefore, not returned to pathway medical technologies for evaluation.